Event description:
It was reported that the patient had woke up and felt ¿normal pain¿ and took 2 percocets and feel back to sleep on the day before report. On the day of report the patient got up and ¿was peeing¿. They started to make adjustments to their implantable neurostimulator (ins) and began to feel pain in the anal area (not in butt cheek). The patient was confused on how to use the programmer unit and stated that it was communicating with the ins. While attempting to synchronize, it was initially reported that a poor communication screen was seen on the programmer. It was reviewed with the patient that they may have to apply a bit of pressure on top of the bandages to communicate with the ins. The patient then synchronized again and was able see the normal therapy screen. It was determined the stimulation was on and was on program 2 at 1.4. With assistance, the patient was able to decrease the stimulation down to 1.3. The patient was going to follow up with their healthcare professional (hcp) regarding whether or not to decrease the stimulation further.

Event description:
There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0v4fy, implanted:(B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient was worried that their lead moved or the programmer was not working, which was causing the patient's issues. Additional information received from the consumer reported that the stimulator had completely stopped the patient&#38112;waking up and peeing. The indication for use for this patient was gastrointestinal/pelvic floor.